Manufacturer narrative:
Manufacturer¿s investigation conclusion: the reported event of driveline power fault alarms was confirmed via the submitted log files; however, it was not reproduced. The reported event of corrosion in the inline connector of the modular cable was confirmed. Data from the reported event date of (B)(6) 2025 in the submitted controller event log file ((B)(4)) was reviewed. On (B)(6) 2025 at 07:50:30 while connected to batteries, the driveline power fault alarm activated due to a power b broken fault. The alarm lasted through the remainder of the log file. The alarm did not affect the controller's ability to operate the pump at the set speed. There were no other notable alarms active in the log file. The returned modular cable, lot 10055829, was functionally tested with a test system controller and found to operate as intended during analysis; no alarms were reproduced. The cables internal conductors were also tested, and no anomalies were noted. The wires were tested for current leakage and the cable passed. The cable was able to support pump function for an extended period of time. The modular cable was returned with corrosion in the inline connector. Although the driveline power fault was not reproduced, the observed corrosion on the inline connector is consistent with driveline fault alarms. The connector pins can possibly short before the fluid ingress in the connector dries. The cable outer layers were stripped in order to inspect the internal wires; they were unremarkable. Additional information stated that the pump side connector was cleaned. The root cause for the reported alarm was due to corrosion in the inline connector of the modular cable. A root cause for the corrosion was not conclusively determined through this analysis. Device history records were reviewed and showed no deviations from manufacturing or qa specifications. The patient handbook cautions the users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. The current revision of the instructions for use (IFU) can be found on the electronic IFU page of the abbott website. Heartmate 3 instructions for use (rev. D) section 7-¿alarms and troubleshooting¿ and heartmate 3 patient handbook (rev. A) section 5-¿alarms and troubleshooting¿ explain how to properly interpret and troubleshoot driveline fault and controller internal fault alarms. Heartmate 3 instructions for use (rev. D) section 8-¿equipment storage and care¿ and heartmate 3 patient handbook (rev. A) section 6-¿caring for the equipment¿ explain how to properly take care and maintain the integrity of the system controller. The heartmate3 lvas patient handbook (rev a) section 10 ¿safety checklists¿ provides checklists to assist the patient in performing routine maintenance of heartmate3 lvad, including inspecting the driveline cable for signs of damage and ensuring that the modular in-line connector is secure and the connector locking nut is in the locked position. Heartmate 3 instructions for use (rev. D) section 2-¿system operations¿ and heartmate 3 patient handbook (rev. A) section 2-¿how your heart pump works¿ explain that if it has been determined that damage has been detected in the modular cable, it should be replaced. The IFU and patient handbook contains information on caring for the driveline and proper showering methods in section 4 ¿living with the heartmate 3". In several sections, this document warns the user to never put the driveline, system controller, or any external equipment into water or liquid; immersion in water or liquid may cause the pump to stop. Section 4 "living with the heartmate 3" of the patient handbook (under "caring for the driveline") contains information regarding how to clean and care for the driveline. This section instructs the user: "keep your driveline clean. Wipe off any dirt or grime. If the driveline gets dirty, use a towel with mild dish soap and warm water to gently clean it. Never submerge the driveline or other system components in water or liquid." No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Event description:
The modular cable was replaced during the cleaning of the heartmate 3 pump side connector.

Manufacturer narrative:
Section d4: corrected. Section d5: corrected. Section h4: corrected. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that the patient had driveline power fault alarm that started at about 0830 on (B)(6) 2025. The log files were submitted for review and confirmed driveline b fault alarms on (B)(6) 2025. The modular cable and system controller were exchanged, and the alarm still persisted. The patient reported that they showered at night, but the alarm didn't start until the following morning when they were sleeping. The patient had a similar alarm back in (B)(6) that happened after they showered (cs-207834). Additional log files were submitted for review. The log file from the new system controller and modular cable captured driveline power b faults on (B)(6) 2025. The submitted photo of the modular cable showed corrosion on the pins and base of the connector. A cleaning of the heartmate 3 pump side connector was performed.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer's investigation is complete.